Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found deformed during use. The following has been provided by the initial reporter: after connecting the infusion set and the cannula in the vein an unbroken connection was no longer possible! Thus again and again punctures necessary. The infusion set and the vascular access device are connected. Separating the devices is only possible if they break/destroy the connecting parts.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found deformed during use. The following has been provided by the initial reporter: after connecting the infusion set and the cannula in the vein an unbroken connection was no longer possible! Thus again and again punctures necessary. The infusion set and the vascular access device are connected. Separating the devices is only possible if they break/destroy the connecting parts.